Manufacturer narrative:
Reporter information: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the near end pressure zero failed. It was reported there was no patient involvement at the time the issue was discovered. No patient or user harm reported. The machine was restarted; however, the issue was not corrected. The remote service engineer recommended the customer troubleshoot the sensor and data acquisition board. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and confirmed the reported issue. The fse then downloaded the diagnostic report (dprt) and confirmed error code 110a was displayed which indicated the near-end pressure zeroing failed. The fse replaced the battery valve to resolve the issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.